Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, a fine piece of the iol had torn from the optic after implantation. Additional information has been requested. There are two medical device reports associated with this event. This report is for the cartridge. The report for the delivery system handpiece has been submitted under mfg. Report num 2523835-2018-00437.